Event description:
The reporter contacted animas on (B)(6) 2015 alleging a environmental exposure issue (x-ray exposure) issue. Customer support (cs) completed troubleshooting and the patient exposed it at the airport. The reporter stated that the patient had a blood glucose (bg) of 425mg/dl with polyuria, polydipsia, general malaise, and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged environmental issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed an unexplained pump reboot on (B)(6) 2015 at 08:58; deliveries resumed at 09:58. The pump booted to the verify screen with vibratory and audible features. A 24 hour duration test was successfully completed. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within specifications. There was a patient negligence issue and the pump was subjected to conditions outside specifications. Unrelated to the original complaint, the force sensor reading was out of specifications. The pump cover was removed and the force sensor resistance was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.